Event description:
It was reported that the patient was seen by an ambulance with blood glucose (bg) values that dropped to less than 70 mg/dl. The patient reported blood glucose dropped, and they passed out while on a flight that was descending. For treatment, the patient was given juice.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ambulance and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.